Event description:
It was reported that rv lead had high thresholds. The lead was capped and replaced. The device was reported to have migrated within the pocket. The device was removed and replaced, as it was nearing the elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that rv lead had high thresholds. The lead was capped and replaced. The device was reported to have migrated within the pocket. The device was removed and replaced as it was nearing the elective replacement indicator. No patient complications have been reported as a result of this event.